Manufacturer narrative:
(B)(4): if further information becomes available a follow up medwatch will be submitted.

Event description:
User facility voluntary medwatch mw5039677 reported: "patient undergoing elective cosmetic procedure. During procedure, physician expressed that cautery machine did not seem to be functioning properly. Upon inspection it was noted that the mayo stand was on fire. Fire was immediately extinguished with no harm to patient. It was noted the endoscopic cautery cord that was being used during the procedure arced and then severed at its attachment to the esu machine." Additional information requested but not received.

Manufacturer narrative:
(B)(4): should additional information be received a follow-up emdr will submitted.

Manufacturer narrative:
(B)(4). Upon review of the device history review, the instrument was manufactured in 2011 and passed all quality control inspections. The distributor contacted the manufacture of the instrument and asked for the testing for the cords. The documents were sent in and further review shows that device passed inspection on their end as well. It is believed that, because of the age of the cable, it is normal wear and tear. Bending cable during use which can cause internal wires to break over time, and using and sterilizing more that the recommended 20 times could increase wear and tear. The instrument was not returned, therefore the device could not be inspected. All lots were pulled from stock and tested for hi-pot with a c=0 sampling plan. From the c=0 sampling plan, total of 22 cords were tested and all passed hi-pot testing.

Event description:
Additional information received 08jun2015: the customer reported unable to specify what the physician was noticing when it was reported that the device was not functioning properly. Unknown if the cord inspected prior to use. Unknown if the cord insulation intact prior, during and after the event. Unknown voltage/power setting during the time of use. No staff injuries. The bilateral trans axillary endoscopic removal of implants was completed as planned.